Manufacturer narrative:
The customer returned the meter and a vial containing only one strip. The returned meter and one returned strip and one masterlot strip were tested in comparison to a retention meter and the masterlot strips. There were no error messages that occurred. The returned and the retention material meets the specification.

Event description:
The reporter stated that a result of 2.2 inr was obtained at 2:02 pm while using the coaguchek xs meter (serial number (B)(4)) compared to a result of 1.1 inr obtained at 2:15 pm while using the coaguchek xs meter (serial number (B)(4)). Separate fingers were used for each test. There was also a laboratory sample done via a venous draw at 2:10 pm which showed a result of 1.2 inr. It is not known if the laboratory uses the dade innovin reagent. The reporter stated she felt the 1.1 inr on the meter and the laboratory result of 1.2 inr were the correct results. It was stated that all of the results were reported to the anesthesia provider. There was no treatment provided based on any of the results. The reporter does not know the patient's therapeutic range. The patient is not on heparin and does not have any antiphospholipid antibodies. It was stated that the patient is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206466) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.